Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that low sensing was noted on this right atrial (ra) lead. This ra lead was surgically abandoned. No additional adverse patient effects reported.

Event description:
It was reported that low sensing was noted on this right atrial (ra) lead. This ra lead was surgically abandoned. No additional adverse patient effects reported. Additional information received indicated that during explant procedure, this lead was completely broken in half and was partially left in the body. Both leads were fractured prior to trying to explant. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.